Event description:
It was reported that the patient experienced stimulation in the wrong location and "extreme pain". The patient had no therapeutic effect in his sacral spine are. Approx. 1/3 of the patient's pain was lumbar, 2/3 was sacral. There was only about 25% of relief in lumbar pain. The patient underwent multiple reprogramming sessions. Stimulation was noted in the abdominal area. The physician did imaging which noted that both leads were too high and the left lead was 3/4 to 1 inch higher than the right lead. The patient was scheduled for lead revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.